Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to the haptic "snapping" off. Post operative corneal edema was noted. Additional information has been requested. Reference MDR #2031924-2013-00034 for the intraocular lens.